Manufacturer narrative:
This report is filed on august 16, 2017.

Event description:
Per the clinic, the patient experienced a performance decrement with device use, resulting in the decision to explant the device. The device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.